Manufacturer narrative:
Investigation summary catalog 442023 batch no. 3298255. Customer reported a missing vial label. Neither photos nor returned goods samples were received. Bd was unable to reproduce customer experience with the bactec product. Satisfactory results were obtained from retention samples when visually inspected for reported defect (no vial label). Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported prior to using the bd bactec¿ plus aerobic/f culture vials (plastic), the bottle was not labeled before use. No patient impact or injury reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. G5: PMA/510(k)#: k222591. H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using the bd bactec¿ plus aerobic/f culture vials (plastic), the bottle was not labeled before use. No patient impact or injury reported.